Manufacturer narrative:
Manufacturing site: (B)(4). The guide wire was returned with the concomitant microcatheter for evaluation. The returned guide wire was missing its tip segment. The coil wire was tightened at approximately 4-10 mm from the mid solder originally located at 20 mm from the tip and then stretched for approximately 5 mm. The end of the stretched coil wire was fractured. At the same location, the core wire was also fractured. Microscopic observation of the fracture ends found that deformation of the core wire made by accumulated torsion. Twisting of the coil wire itself was observed proximal to the fracture end that was made as the coil wire was straightened by tensile stress generated with wire removal. Measurements of the returned guide wire supported that approximately 5 mm of the core wire including the tip and approximately 8 mm of the coil wire were missing. The returned microcatheter had its tip bent and twisted but there was no missing or torn part. Lot history review revealed no anomaly relating to the reported event. No other similar product experience report was received from this lot. Based on the obtained information and findings on the returned devices, it was presumed that torsion had most likely contributed to the reported wire separation. Torsion generated with catheter manipulation would accumulate when the catheter tip was being caught by the lesion and made the catheter tip to be deformed; and therefore, the catheter became stuck on the guide wire. Further applied torsion made the core wire of the guide wire to be twisted off. Tensile stress generated with wire removal made the coil wire to stretch and break apart. It was concluded that this event was not attributed to product quality. Instructions for use (IFU) states: [warnings] observe movement of this guide wire in the vessels. Before this guide wire is moved or torqued, the tip movement should be examined and monitored under fluoroscopy. Do not move or torque the guide wire without observing corresponding movement of the tip; otherwise, the guide wire may be damaged and/or trauma may occur. In addition, ensure that the distal tip of this guide wire and its location in the vessel are visible during manipulations of the guide wire; [warnings] if any resistance is felt due to spasm or the guidewire being bent or trapped while operating the guidewire in the blood vessel or removing it, do not move or torque the guidewire. Stop the procedure. Determine the cause of resistance under fluoroscopy and take appropriate remedial action. If the guidewire is moved excessively, it may break or become damaged, which may cause blood vessel injury or result in fragments being left inside the vessel; [warnings] when torquing the guidewire inside the blood vessel, do not torque continuously in the same direction. This may cause the guidewire to become damaged or break apart, causing injury to the blood vessel or leaving fragments inside the vessel. When torquing the guidewire, rotate it clockwise and counterclockwise alternately. Do not exceed two rotations (720) in the same direction; and, [malfunction and adverse effects] separation of the guide wire.

Event description:
It was reported that an asahi guide wire became separated during a pci to treat a cto in the rca #2. The guide wire was advanced to the lesion with an asahi microcatheter. Rotations were applied on the guide wire in an attempt to cross the cto when resistance was met. Under the fluoroscopy, the guide wire was found broken off. The physician determined to terminate the pci and switched to CABG. Patient blood flow was successfully reestablished by CABG.